Event description:
During rf [radiofrequency] ablation with medtronic's affera ablation system, the electrical output of the sphere-9 ablation catheter, interacted with previously implanted biotronik ICD [implantable cardioverter-defibrillator] device. The energy caused the patient to go into ventricular fibrillation twice. The patient was successfully shocked out of this rhythm.